Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulties were encountered. The 3 cm severely stenosed target lesion was located in the distal bile duct. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. However, after releasing the stent, the inner catheter interfered with the stent, and the stent was remained/submerged into the papilla during removal. A 10mm 4cm unspecified stent was additionally placed, and the procedure was completed. No patient complications were reported. It was further reported that after deployment of the stent, it migrated towards to bile duct. Therefore another stent was additionally implanted.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulties were encountered. The 3 cm severely stenosed target lesion was located in the distal bile duct. A 10mmx60mm wallflex biliary transhepatic stent was advanced for treatment. However, after releasing the stent, the inner catheter interfered with the stent, and the stent was remained/submerged into the papilla during removal. A 10mm 4cm unspecified stent was additionally placed, and the procedure was completed. No patient complications were reported.